Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an impella procedure. Reportedly, a cuff miss occurred. The second proglide device was used with the same results. The sutures of two additional proglides were successfully placed using the preclose technique. The sheath was upsized to 14f and the impella procedure was completed. The successfully pre-placed sutures were tightened but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral arterial access sites punctured and compressed within 48 hours of closure. Note: the previous/initial puncture site may have the potential to re-bleed due to an unstable clot and/or anticoagulants, even if the new puncture site is successfully closed with perclose proglide device. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The three other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.